Event description:
The device was used during a bowel resection prcedure. Reportedly, the staples did not form properly and the instrument was difficult to open. The surgeon manually cut the tissue at the application site and applied another device to complete the procedure. The surgeon stated a sigmoidectomy was performed. The hosp has reported the pt's condition is satisfactory.